Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that during the surgery, patient fell off table and physician immediately removed lead. The leads were never implanted and the issue was resolved at the time of the report.